Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the likely cause of the reported issue was due to a shorting tin whisker located on a cable mounted plug connector, designator p506 which depleted the internal (B)(4) batteries. There were several tin whiskers observed on p506 during evaluation.

Event description:
The customer contacted a 3rd party service agent to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would no longer power on. There was no patient use associated with the reported event.